Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap appendectomy. Device preventing bag retraction broke, releasing string tension and opening bag whilst trying to remove specimen from the abdomen. Able to remove bag with instrumentation. Risk pro completed as this happened multiple times with the surgeon. Patient status: patient is fine, and completely unaffected. Type of intervention: no information.

Event description:
Type of procedure performed: lap appendectomy device preventing bag retraction broke, releasing string tension and opening bag whilst trying to remove specimen from the abdomen. Able to remove bag with instrumentation. Risk pro completed as this happened multiple times with the surgeon. Additional information received via email from [name] 01.04.2021: ¿ did the bag break? (Y/n) - no if no, was there any leakage of fluid/matter when the bag was unable to be cinched? (Y/n) yes initially but then it was closed using instrumentation ¿ please specify how many times this occurred this happened multiple times with the surgeon it has happened on 2 previous occasions ¿ please clarify what component broke to prevent bag retraction device preventing bag retraction broke steel prong arm complaint (B)(4) address the other occurrences. Additional information received via email from [name] 12.05.2021: what the customer meant by device preventing bag retraction broke steel prong, the bag had become dislodged for the steel supports (number 3 on the diagram). They assumed because the bag was no longer on the supports that in fact the steel prong supports had broken/malfunctioned. Patient status: patient is fine, and completely unaffected type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that bag and cord were not returned. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Based on the event description and evaluation of the returned unit, it is possible that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." It is also possible that that the tissue bag fell off the supports due to the force applied to the bag when the specimen was placed into the tissue bag.